Event description:
It was reported the patient experienced ineffective stimulation with the scs system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs ipg was explanted and a drg system was implanted. The scs lead remains implanted but inactive.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.